Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the lead site and the lead site was sore to touch. Patient turned off the therapy which did not help. Surgical intervention may occur later to address the issue.